Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to unknown product location. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # unknown, unknown liner, lot # unknown, item # unknown, unknown head, lot # unknown, item # unknown, unknown stem, lot # unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 04516, 0001822565 - 2018 - 04517, 0001822565 - 2018 - 04518.

Event description:
It was reported that the patient underwent hip arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon reassessment of the reported event, it has been determined that this device did not cause or contribute to the reported event. This report was forwarded in error and should be voided.